Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient was having pain at the implantable neurostimulator (ins) site as well as in the spine for four to five months prior to the report. The patient also reported that she had been noticing that her ins was taking longer to recharge; they made a manufacturer representative (rep) aware of the issue and the rep noted that her ins was not working as well as it should. The patient¿s doctor wanted to perform an MRI and x-ray to see what was happening with the implant site and spine. It was also reported that the last time she charged was on (B)(6) 2020 and she was able to connect with both the implantable neurostimulator recharger (insr) and patient programmer (pp). The stimulation was on, but she had not felt stimulation since (B)(6) 2020. The patient stated that she was nervous to have an MRI if her ins was not providing stimulation. They were asked to confirm that she was able to connect and saw that her stimulation was on with trying to increase. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to have the implant checked, to address why the patient was not feeling stimulation, even after making sure the stimulation was turned on, and for a possible discharged ins. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they just noticed it was taking longer. Patient reported they had a rep come take a look at the battery in february. Patient reported the rep told them it needed replacing. Patient reported they had an MRI done. It was not reset to the correct program. Patient reported surgery was planned in the future. Patient reported stimulation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on may 12, 2020. Information previously reported was mentioned again along with some additional information. It was reported that when the patient was charging the ins with the recharger, it showed that the ins was fully charged but when they immediately checked the ins charge with the programmer afterwards, the programmer indicated the ins was not fully charged. The patient had met with a rep, and the rep stated the ins was faulting and "starting to go", so it would need to be replaced. They also reported that the MRI results identified a bone spur in their spine, but nothing was mentioned regarding the MRI results to explain the ins and stimulation issues. No further complications were reported or anticipated.